Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens, the downstream sensor seal bubbled, and the sensor was physically damaged. The device history log showed several alarms about the pump not being able to start. The customer's reported issue of an air in line alarm was confirmed as the sensor was physically damaged. The sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "air-in-line". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.